Event description:
Event description: cpi received information that the implantablecardioverter defibrillator (ICD) was exhibiting an end-of-life (eol) battery status while still in the box. The ICD was abondoned.